Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored devices. The customer also reported that their remote nurse's station (rns) is also affected and is showing the same error message. After extensive troubleshooting it was found that the stock switch was the one that caused this issue. No harm or injury was reported. Attempt #1: 01/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 01/11/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 01/13/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: 01/06/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: 01/11/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3: 01/13/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: 01/06/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: 01/11/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3: 01/13/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #1: 01/06/2021 emailed the customer via microsoft outlook for used product information: no reply was received. Attempt #2: 01/11/2021 emailed the customer via microsoft outlook for used product information: no reply was received. Attempt #3: 01/13/2021 emailed the customer via microsoft outlook for used product information: no reply was received. Additional model information: concomitant medical products: the following rns was used in conjunction with the cns, and was also the device that experience a failure: rns - model: a/rns-6803 s/n: (B)(4). Approximate age of the device: 17 months device manufacturer date: 07/24/2019 unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored devices.